Event description:
Customer reported a leak when using the coulter® lh 500 hematology analyzer. The leak was described as approximately 5ml of clear fluid leaked from the manual probe of the instrument during startup. The leak was not contained within the instrument. The operator was wearing personal protective equipment of gloves and lab coat when the leak was identified. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and discovered that the bsv (blood sampling valve) was not properly rotating to find the home position due to a broken wire on lv (sol) 17 (probe return). The fse replaced the wire and connector on sol17 resolving the leak. (B)(4).